Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low amplitude or poor morphology. The physician opted to place a new lead for better sensing. Additional information obtained from the field representative indicated that the caused of low intrinsic amplitude was unknown. This lead was surgically abandoned. No additional adverse patient effects were reported.